Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the burned distal tip and cover was use of a high-frequency instrument without maintaining sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope 4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burned distal tip body and cover. There was no patient involvement.